Event description:
Clinical report states: patient was experiencing extensor mechanism insufficiency; torn capsule and quad tendon. Also reported a vascular dvt; femoral, popliteal and peritoneal. **update** (B)(4) 2013 - clinical report states the patient was revised to address a deep infection, drainage, and wound necrosis.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not draw any conclusions about the reported event with the newly provided information. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.